Event description:
Rptr had and anteroposterior spine fusion with steffee plate instrumentation and pedicle screws. This was done on 1/23/91. Rptr had nothing but pain in left leg. Dr tried injecting medicine. Nothing helped. It hurt so bad that dr decided to remove the instrumentation and pedicle screws. To his surprise rptr has a very badly pinched nerve. This was done on 2/6/92, but with no relief from the pain. As recently as 12/17/93, rptr watched a tv show called 20/20 and to his surprise they were talking about steffee plates and especially pedicle screws. Rptr was not aware that these screws were not to be used in the spine and were for experiment only. Dr never once told rptr that this was experimental surgery and that it was not approved by the FDA. Rptr feels betrayed by surgeons. Rptr received a letter from the FDA dated 12/20/93 telling him all about these steffee plates and pedicle screws.